Manufacturer narrative:
H3: analysis of the returned implantable neurostimulator (ins) (s/n: nmg401404h) revealed that the device had a total lifespan of 2.99 years. This falls within the estimated range of 1.9-7.6 years, it is reasonable to conclude that the battery depleted as expected from normal use, no further investigation is warranted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller was at the ins replacement b/c of eos noted in january. At the march surgery the patient told the caller they thought the ins would have lasted longer. Caller reviewed reasons why ins wouldn't last as long and ins was already depleted so no parameters could be checked. Caller noted the ins was at the hospital path lab per requirements but will try to get it back for analysis. Additional information was received on 2025-may-27 from a manufacturer representative (rep). The rep reported that the device was returned for analysis for premature battery end of service (eos).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.